Event description:
A peritoneal dialysis patient's wife called and reported that there was a puddle of solution under the cycler, and it didn't appear to come from the tubing set. She stated that the tubing/cassette was dry. Dialysis nurse reported cultures drawn and resulted with no growth. Antibiotics administered when occurrence happened. She stated that patient had no ill effects. There is no sample available for evaluation.